Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 13.2 vticmo 13.2 implantable collamer lens was implanted into the patients right eye on (B)(6) 2018. Reportedly the patient experienced "surprise refraction or refractive change over time after almost 2 years." Patient not happy with his vision. The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/6.0/123 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Reportedly, "patient is not happy with vision." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.